Event description:
It was reported that after a peripheral stenting of the superficial femoral artery, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the link had broken and was detached from the swage-end of the posterior cuff. A link break will result in a failure to retrieve the suture during needle plunger removal and can appear very similar to the reported needle-to-cuff miss. Because the device was received with the anterior and posterior needles captured by their respective cuff, the report of a needle-to-cuff miss could not be confirmed. The link break prevented harvesting of the suture, which prevented hemostasis being achieved with the proglide device suture. This finding is consistent with the report of the needle plunger being removed with no suture attached to the needles. The analysis did not indicate any evidence of a product quality deficiency. A link break can be influenced by, but not limited to, a manufacturing issue, excessive force during needle plunger removal, jerky motion, a sidewall stick, and deployment in challenging anatomies. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.